Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported shut off without user input but was not reproduced during evaluation. Battery alerts and improper shutdowns were verified through a review of the event history log and found to be caused by a failed rear case with depressed pins and a loose ac adaptor. The rear case was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump shut down while infusing on a patient. The drug, rate, volume and dose were unknown. There was no known patient injury or medical intervention associated with this event. No additional information is available.